Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited damage to the fiber bonding in the outer tube area (distal end), a dent on the outer tube, and foreign material in the laser light cable plug of the video cable section. There was no patient involvement.